Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp) due to the lining of the right cylinder peeling back. A replacement surgery was performed. The reservoir was left deactivated inside the patient. The patient did not experience any further adverse events and was reported to be currently recovering. No more information available at the moment. Should additional information become available, it will be provided.